Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A staff member cut herself clicking the device into place as they are rather sharp. The holding device will not remain securely attached to the tray.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product is available and therefore an analysis is not possible. No CAPA is necessary.